Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen became unresponsive and froze across multiple nursing shifts, prompting arrangement of a replacement device; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on patient health and no hospitalization. Investigation included customer interview and coordination for device replacement and return and inspection of returned device. Investigation of this device revealed a device performance issue related to the user interface display becoming nonresponsive, consistent with a screen or touchscreen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.